Event description:
Medical records received indicated that on (B)(6) 2020, the patient underwent a right knee revision to address pain, tibial tray migration and loosening at the cement to implant interface. The surgeon noted there was mild tibial bone overgrowth around the area of subsidence. The patella was noted to have not been previously resurfaced. All components were revised. The patient was revised with competitor products and cement. There were no indicated intra-operative complications.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # : (B)(4). Initial reporter occupation: lawyer. Dmf#: (B)(4); trade name: gentamicin sulphate; active ingredient(s): gentamicin sulphate; dosage form: powder; strength: 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2019, a patient received a right attune total knee to treat oa. The patella wasn¿t resurfaced and cement mfg is depuy. The procedure was completed without complications. On (B)(6) 2020, a patient underwent a right knee revision due to pain with ambulation. There were no clinical signs of infection. The tibial tray was noted to be grossly loose at the cement to implant interface. Lateral tibial subsidence was also noted. There were no alleged product deficiencies with the femoral component, or tibial insert. Competitor products were placed at revision. Doi: (B)(6) 2019; dor: (B)(6) 2020; right knee.